Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator continues to have issue with transducer fault after replacing the main board. At this time there was no information of patient involvement associated from this event.

Manufacturer narrative:
Result of investigation: an evaluation was performed by vyaire medical's factory service technician and it was noted the customer's reported issue occurred previously based on the event logs, however the issue was not reproduced on site. No further testing was needed and it was recommended for the main electronics to be replaced as a precautionary measure.